Event description:
It was reported that the patient had inadequate pain relief and difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.